Manufacturer narrative:
(B)(4). Batch # n9345j. The analysis results found that the b15lt device was returned with no damaged in the external components. During the evaluation of the instrument, the obturator was inserted into the sleeve assembly and upon insertion it was confirmed that the obturator did not go through the universal seal as intended. The universal seal was measured and it belongs to a 12 mm device. The condition of the incorrect component is related to the manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the orbturator could not fit in the sleeve. Two different boxes were unpacked and in each box, one package of trocar was not working/compatible. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.